Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last week from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) had shifted and the ipg site was very sore since the ipg was too close to the surface. The patient underwent an ipg repositioning procedure and was doing well post operatively.